Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (366 mg/dl). System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a correction bolus to stabilize blood glucose levels. In addition, it was reported that the insulin gauge was inaccurate. Customer declined to perform troubleshooting with tandem technical support.